Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were not getting the kind of relief they thought they were going to be getting from bladder control since they were implanted. Patient stated it seemed like at times they get a better feeling and at other times they don't. Patient also mentioned they do better at night when they were sleeping than during the day. Patient said they still had to get up 2-3 times a night but if they feel like they had drained their bladder before they go to bed, they could sleep 3-4 days without having to go to the bathroom. Agent reviewed therapy information and general programming guidance. During the call patient was able to connect to their settings and increase the stimulation to a comfortable level. Patient would maintain stimulation level and would continue to track symptoms. Guided patient to discuss with healthcare provider (hcp) medical concerns. Patient had a follow-up appointment on (B)(6). Patient reported infection, having some days with relief and some when they don't feel any / feeling the sensation once in their scrotum and urinary symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.